Event description:
Machine worked/functioned off & on. She began jiggling the cord - would work again on some occasions. Arrived home plugged into electrical outlet and rec'd a "little shock" and noticed exposed wiring. MFR rep immediately informed. Dates of use: 2007 through current. Diagnosis or reason for use: obstructive sleep apnea(osa).